Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. According to the reporter: instantly after the initial firing was done on the bronchial tube, a surgeon confirmed the staples were not fixed on the tissue at the center part of the bronchial tube and the cut edge. The staples deployed and were malformed. As times go by, the malformed staples came out from the tissue. No leakage was confirmed by testing. For recovery of the failure stapling part was additionally sutured manually and closed with use of the tissue adhesive product (tachosil patch and the fibrin). Then the case was closed with no problem. No patient harm. There was tissue damage. There was blood oozing from staple line. Operating time was extended more than 30 minutes. No adverse event as a result of extended time. No additional tissue resection. Nothing fell into the cavity. Patient info: male, age: (B)(6), weight: unknown. The customer did not report if reinforcement material was used.